Manufacturer narrative:
No part number or lot number provided.

Event description:
While broaching during total hip arthroplasty, a bone fracture occurred that the surgeon reinforced with two cables above and below the lesser trochanter.